Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by patient's attorney as a result of a legal claim that on (B)(6) 2010 the patient underwent a right hip surgery and was implanted with an lfit v40 femoral head and restoration modular hip system. It is further alleged that on (B)(6) 2021 the patient underwent right total hip revision due to corrosion and adverse tissue reaction, osteolysis of the right total hip replacement and a large pseudotumor.

Manufacturer narrative:
Reported event: an event regarding altr/ abnormal ion level and corrosion involving a metal head was reported. The device failure mode was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the failure of a revision total hip replacement after about 10 years due to elevated ion levels, corrosion and pseudotumor. I can confirm that this event took place since I was able to review the operation report and the stickers of the implants used. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of elevated ion levels, corrosion and pseudotumor and osteolysis are multifactorial. These include surgical technique factors, patient factors, and implant factors. In order to definitely confirm corrosion a metallurgical analysis should be carried out. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to corrosion and adverse tissue reaction, osteolysis of the right total hip replacement and a large pseudotumor. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported by patient's attorney as a result of a legal claim that on (B)(6), 2010 the patient underwent a right hip surgery and was implanted with an lfit v40 femoral head and restoration modular hip system. It is further alleged that on (B)(6), 2021 the patient underwent right total hip revision due to corrosion and adverse tissue reaction, osteolysis of the right total hip replacement and a large pseudotumor. *update on 05-may-2022: "[...] Under indications the surgeon states that the patient developed a pseudo-tumor and elevated cobalt ions. A revision was carried out.[...] The surgeon also noted damage to the locking mechanism of the acetabular component and revision of the acetabular component was carried out.[...] "